Event description:
A report was received that the patient is experiencing discomfort at the pocket site. The patient is implanted with two ipg's and one was moved from the left side to the right. The patient is doing well following the revision.